Event description:
It was reported that the pt felt more intense stimulation/buzzing feeling at the lead/extension connection with positional changes. The pt had good stimulation and good coverage other than that. Programming was set at 0-7: 0+ and all other contacts negative, 450, 1.5-1.6v, rate 45. Decreasing the pulse width made no difference. The issue was positional related, not a system issue. It went away with some positions. No treatment was performed. Reprogramming of the leads was done with good coverage for pain associated with migraines. The pt was satisfied with the paresthesia coverage. It was later reported that the implant was in the wrong place. It was revised. The date and details of the revision were not reported. Following revision, the pt was looking for reprogramming.

Manufacturer narrative:
(B) (4).